Manufacturer narrative:
Zimmer biomet complaint (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to the patient¿s anatomy. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Rozing, p.m., nagels, j., rozing, m., "prognostic factors in arthroplasty in the rheumatoid shoulder." Hssj (2011). Vol 7, p.29-36.

Event description:
Information was received based on review of a journal article titled, "prognostic factors in arthroplasty in the rheumatoid shoulder.¿ revision due to release of internal rotation contracture.